Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was placed on an is3000 system for a latex cut test. The scissors did not cut cleanly through .006 latex. The latex got pinched at the scissor tips. Visual inspection showed the instrument blades had a melted tip. The right blade exhibited melting with a darkened discoloration at the tip. The right blade was shorter than the left blade due to melting. Engineering concluded the melted tip damage was likely due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .150 - .330 in length and not aligned with the tube axis. Engineering concluded the damage may be due to mishandling / misuse. An additional observation not reported was main tube insulation damage. The distal end of the main tube exhibited hairline cracks in the axial direction. No other damage was found. Failure analysis was performed on this instrument in relation to field action number 2955842-051613-005 to investigate micro cracks on the monopolar curved scissors instrument. As the location of theses micro-cracks is confined to 2cm of the instrument shaft, the failure analysis was limited to only this area of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal and insulation damage ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure the surgeon noted the monopolar curved scissors instrument was not cutting well. He stated they were dull. The scrub noted once the scissors were taken out that they did not close completely. The scissors were replaced and surgery continued. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.